Manufacturer narrative:
Received with a clip stalled in the transition area of the cartridge cover. Ab)it was concluded that reported incident during surgery may have bben due to: a)a stalled clip in the transition area of the cartridge cover. The applier was noted to have copious amounts of dried body fluids in the cartridge assembly. Applier was cycled and stalled clip fed into jaw and then partially formed when fired. Remaining 8 clips fed and formed properly without incident. It was concluded that excessive dried body fluids in cartridge assembly may have caused clip to stall in transition area of cartridge cover. B)a stalled pusher. Applier was received and it was observed that there was no clip stack pressure and clips were scattered along clip track. Applier was cycled but clips would not feed due to a stalled pusher. Applier was disassembled and pusher spring was observed to be oriented correctly and moved freely along clip track. No conclusion could be reached as to what had caused pusher to stall. A)briefly swishing applier with saline between uses will reduce occurrence of this incident. Each instrument is evaluated during assembly process to ensure it functions properly. Co strives to understand each incident as it occurs in order to continuously improve co product. B)each instrument is evaluated during assembly process to ensure that it functions properly. Co strives to understand each incident as it occurs in order to continuously improve co's products.

Event description:
The instrument was used during a coronary artery bypass graft. The clips were "defective." Upon investigation by the rep, the only thing that was described was that the clips would not close completely around vessel. No surgeon name was available. There was no consequence to the pt.